Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found. The programmer passed a two day duration test. It was noted error in the software history was found.

Event description:
It was reported the programmer switches off and on randomly. The issue occurred at the beginning of the follow-up session and it did not cause any delay in procedure. The programmer was replaced and returned for service. No patient complications have been reported as a result of this event.